Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. THE FSE REPLACED THE E200 GENERATOR, THE SYSTEM WAS TESTED AND VERIFIED AS READY FOR USE. INTUITIVE SURGICAL, INC. (ISI) DID NOT RECEIVE THE VESSEL SEALER EXTEND (VSE) INSTRUMENT TO PERFORM FAILURE ANALYSIS. CONCOMITANT PRODUCTS: E-200 GENERATOR (PART NUMBER: 374897-41).

Event description:
IT WAS REPORTED THAT DURING AN UNSPECIFIED DA VINCI-ASSISTED PROCEDURE, THE SURGEON OBSERVED THAT THE VESSEL SEALER EXTEND (VSE) INSTRUMENT, WHEN USED WITH THE E200 GENERATOR, PRODUCED UNRELIABLE VESSEL SEALS. THE SURGEON SPECIFICALLY NOTED A SIGNIFICANTLY SHORTER BIPOLAR ACTIVATION TIME, REQUIRING THREE ACTIVATIONS OF THE VSE INSTRUMENT PER COAGULATION TASK INSTEAD OF THE USUAL SINGLE ACTIVATION. THIS ADJUSTMENT RESULTED IN A SLOWER OPERATIVE PACE AND EXTENDED PROCEDURAL DURATION. THE FOLLOWING INFORMATION REMAINS UNKNOWN: WHETHER ANY AUDIBLE TONES WERE HEARD DURING THE VSE INSTRUMENT SEALING EVENTS, WHICH VESSEL WAS INVOLVED, WHETHER ANY BLEEDING OCCURRED, AND WHETHER ANY MEDICAL INTERVENTIONS WERE PERFORMED AS A RESULT OF THESE EVENTS. ADDITIONAL INFORMATION HAS BEEN REQUESTED; HOWEVER, NO RESPONSE HAS BEEN RECEIVED.

Manufacturer narrative:
Additional Information:Intuitive Surgical, Inc. (ISI) received the E200 Generator for failure analysis evaluation. Review of the System Logs identified an error, indicating ¿Info ESU Function Not Support¿. This aligns with the reported event, confirming that the fault occurred in the field. Visual inspection found no damage related to the event. Per the E-200 testing matrix, the unit passed all required tests.